Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
The balloon was burst and additional intervention was performed. The target lesion was located in the arteriovenous fistula of left upper extremity. A 6.0 x40, 75cm gladiator elite was used for dilation. During the procedure, the balloon ruptured transversely, causing some pieces to become difficult to remove. As a result, a partial incision of the blood vessel was made to extract the broken device. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient was stable post procedure.

Manufacturer narrative:
H6 - impact codes: updated from f23: unexpected medical intervention to f19: surgical intervention. E1: initial reporter address 1: (B)(6). Device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. It was noted that the device was damage with a circumferential tear in the balloon and the shaft was also noted to be stretched, kinked and detached.

Event description:
The balloon was burst and additional intervention was performed. The target lesion was located in the arteriovenous fistula of left upper extremity. A 6.0 x40, 75cm gladiator elite was used for dilation. During the procedure, the balloon ruptured transversely, causing some pieces to become difficult to remove. As a result, a partial incision of the blood vessel was made to extract the broken device. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient was stable post procedure. It was further reported that the inflation medium used was a pump. The balloon ruptured at 24 atmospheres, after which the blood vessel was cut open, and the broken balloon was removed. No resistance was encountered during the procedure, and there were no fragments or pieces of the device left inside the patient.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: prior to the device being returned, the investigation was concluded with a received photo of the complaint device. It was noted that the device was damaged with a circumferential tear in the balloon and the shaft was also noted to be stretched, kinked and detached. Following analysis of the returned device, a visual examination revealed that the balloon was not folded, indicating exposure to positive pressure. A complete circumferential tear was observed on the balloon approximately 2 mm distal to the distal marker band. In addition, the distal portion of the balloon exhibited a longitudinal tear originating at the site of the circumferential tear and extending along the entire length of the distal segment. No other defects were identified in the balloon material. Further visual examination identified damage to the distal tip of the device. Visual and tactile evaluations also revealed that the shaft was severely stretched and kinked at multiple locations distal to the distal marker band. Both marker bands were intact and remained securely attached to the shaft.

Event description:
The balloon was burst and additional intervention was performed. The target lesion was located in the arteriovenous fistula of left upper extremity. A 6.0 x40, 75cm gladiator elite was used for dilation. During the procedure, the balloon ruptured transversely, causing some pieces to become difficult to remove. As a result, a partial incision of the blood vessel was made to extract the broken device. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient was stable post procedure. It was further reported that the inflation medium used was a pump. The balloon ruptured at 24 atmospheres, after which the blood vessel was cut open, and the broken balloon was removed. No resistance was encountered during the procedure, and there were no fragments or pieces of the device left inside the patient.